Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd macro-vue¿ rpr card test, non reactive results were obtained on samples that previously tested as reactive at another facility with a different rpr test. There was no health impact or consequences reported.

Event description:
It was reported while testing with bd macro-vue¿ rpr card test, non reactive results were obtained on samples that previously tested as reactive at another facility with a different rpr test. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: material: 275005 batch 3009503. Customer reported: bd rpr discordant results vs rapid test from another manufacturer. Serology test, visual inspection and batch record review was performed to retention sample. No returned goods received; no photo was provided. Retention sample results: satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity. Control lot (3275853) customer batch number (3009503). Serum no's. 1, 4, 9: all lots showed negative results. Serum no. 15: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no. 19: all lots showed reactive results at 1:1, reactive minimal at 1:2 to 1:4. Serum no. 20: all lots showed reactive results at 1:1, reactive minimal at 1:2. Serum no's; 24, 25 and 33: all lots showed reactive minimal results at 1:1to 1:2 and non-reactive at 1:4. Batch 3009503 was used for cap syphilis serology survey, g-a 2023, showing good results on g-01 to g-05. Satisfactory results were obtained for product performance, complaint unconfirmed based of retention sample results and batch history record review. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Bd ID/ast plant quality will continue to closely monitor trends for this defect, including changes in severity and rate. H3 other text : see h.10.